Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-25. The rep stated that they did not say the device was broken. When the MRI center called, the rep said that the device has not been charged for several months. Not broken, just not charged. The patient¿s husband called the rep a while ago to say that the wife had a brain tumor surgery and had not been using the device for several months. They felt at that time that the battery was dead and with everything going on with their current condition/diagnosis that they had not used the spinal cord stimulator (scs) device. The rep spoke to their husband and told them to follow up with the implanting physician to decide if the device should be turned back on as they are currently in the care of an oncologist undergoing tests, mris and follow up appointments. The rep did not call the implanting physician as the patient¿s husband said they would follow up with them. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller said that the patient¿s manufacture representative (rep) said that the patient¿s device has been broke and it does not work. The caller did not know the reason for the device being broken. The event was noted to begin 2 months ago in (B)(6) 2018. There were no patient symptoms reported and no complications reported.